Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with scratches on lcd window. No crack on screen noted. The insulin pump was received with protruded/loose drive support disk.

Event description:
It was reported that the drive support cap was sticking out and the device also had a line across the screen. The customer's blood glucose reading was 170mg/dl mg/d. Advised the mother to discontinue the use of the device and revert to back up plan. No further information was provided.